Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 756 mg/dl. It was reported that the customer was confused, incoherent and nauseated. The caller stated that the customer was on an insulin drip, and didn't know if the insulin pump was functioning. Advised the caller of how the insulin pump works. Advised what to do if the insulin pump alarms no delivery. Assisted the caller with the basal rate settings. The caller understood, and stated she would call back if needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.